Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. D4: sn # of the device is unknown, clarification raised with facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachments and motor were faulty, the hospital experience several issues with broken attachments, over several months. They say it is a ring that falls out of the device. The ring is so small it could potentially fall into the patient. This has happened multiple times as they try to put the device with attachments and burrs together or when changing the burrs. It was also reported about the handpiece trembles and shake while using it. There was no patient involved with this event. Additional information received during follow-up stating that event occurred during use.